Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately a week after an intraocular lens (iol) was implanted, it was noted to be off axis by 45 degrees. The patient was returned to surgery and the lens was repositioned back to the intended axis. The patient's zonules were noted to be stable. The surgeon declined to provide further details at this time.